Event description:
Procedure: laparoscopic nissen. According to the reporter, the device locked closed during use and would not toggle. There was no patient injury. The device was not locked on tissue.

Manufacturer narrative:
(B)(4) .